Manufacturer narrative:
The review of the device log confirmed the reported issue. Additional examination of the blower test data revealed a blower rpm of 0, which confirms that the blower is not operational. Based on these findings, it was concluded that the blower is defective. Technical support advised the customer to replace the blower to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - this device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that before use, the device experienced a technical failure 316 - "blower failure". Complainant indicated that there was no patient involvement in the reported issue.